Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized form the event. The patient was treated with cefazoline and ceftazidime. The patient was recovering from the event. Action with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
It was reported that the patient was also treated with amikacin (dose, frequency, and route were not reported) for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.